Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned for evaluation.

Event description:
As reported by an edwards lifesciences affiliate in germany, regarding a 23mm sapien 3 case by transfemoral approach in aortic valve position during the procedure, the valve alignment on balloon was not successful because of vessel tortuosity and high push forces. It was tried to find the straightest part to do the valve alignment but this was difficult because of tortuous abdominal aorta. The alignment issue could not be solved due to very high resistance in the commander delivery system. Before inflating the commander delivery system, the balloon burst without exact root cause, likely due to stent strut or calcification in aorta. Therefore, the valve could not be implanted, and the system was kept in the patient because the delivery system could not be moved back, including the guidewire. Patient outcome was reported to be in heart lung machine and passed away.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for ''general risk - failure - balloon leak, and withdraw catheter through vasculature / sheath - difficulty or inability to withdraw system with valve through vasculature'' was unable to be confirmed as no device or relevant imagery was provided for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''before inflating the commander delivery system, the balloon ruptured without exact root cause, likely due to stent strut or calcification in aorta''. As reported, ''before inflating the commander delivery system, the balloon ruptured without exact root cause, likely due to stent strut or calcification in aorta.'' In this case, valve alignment was performed in a non-straight section of patient's anatomy, it could have led to non-coaxial alignment between the thv and crimp balloon. Such non-coaxially could give rise to unfavored interactions between the thv and balloon, resulting in damage to the balloon material and, thus, the reported inflation difficulties. Although a definitive root cause was unable to be determined, available information suggests that procedural factors (crimped valve interactions with balloon) may have contributed to the balloon leak. As reported, ''therefore, the valve could not be implanted and the system was kept in the patient because the delivery system could not be moved back, including the guidewire.'' The presence of tortuosity in the vasculature may be difficult to advance the delivery system through anatomy. Per training manual, ''partially unflexing may help when pulling back the flex catheter''. Furthermore, the presence of calcification within the access vessel can create a constrained condition and contribute to withdrawal difficulty. Although a definitive root cause was unable to be determined, available information suggests that patient (tortuosity, calcification) may have contributed to the withdrawal difficulty. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative actions nor product risk assessment (pra) is required.